Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle, the cannula pulled out of the hub. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle, the cannula pulled out of the hub. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received five photos for investigation. The customer photos depict a device with the cannula separated from the rest of the assembly. The device history records and retain samples could not be reviewed as the lot number is unknown. This complaint has been confirmed for the indicated failure mode: breaks off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.